Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia, with glucose levels reaching 400 mg/dl and remaining above range for approximately 10 hours while using the ilet with teflon infusion sets and 23-inch tubing; the user reported high insulin delivery during this period, performed tubing flow checks, and planned a full supply change after a shower. Symptoms included hyperglycemia without reported acute complications. Outcomes included no use of backup therapy, no ketone testing, and no medical interventions or hospitalization. Investigation included user-guided troubleshooting and education, including verification of tubing flow and recommendation to change infusion set and related supplies and to contact a clinician if unwell. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.